Manufacturer narrative:
This product was manufactured in the u.s.,but is not marketed in the u.s. Diopter: -16.00/1.50/x089. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens -16.00/+1.50/x089 diopter in patient's right eye (od) on (B)(6) 2015. Excessive vault and angle closure with elevated intraocular pressure was noted. The icl explanted and exchanged for a smaller lens on (B)(6) 2015. This resolved the problem. See MFR. #2023826-2015-01428 for left eye.